Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse checked the unit and found shuttle and drive calibration were out of specifications. All transducers were calibrated which rectified the issue. The unit was tested and handed over to the customer in good working condition.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during a routine check, the cs300 intra-aortic balloon pump (iabp) displayed maintenance required code #3 and intermittent autofill failure alarms.. There was no patient involvement reported.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.